Event description:
The distributor reported on behalf of hospital that during the pretest prior to implantation, water did not flow through the valve, even with pumping it. The following additional information was requested and provided: did patient injury occur as a result of the reported event? Answer: no, the defect was detected during valve pre-test prior to implantation. Did the reported event cause a delay of the planned procedure? Answer: a little delay; surgery continued with an available device. If patient injury occurred, please provide medial/surgical treatment used in response to the event reported. Answer: no patient injury occurred.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.